Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. In addition, it was reported that when attempting to introduce insulin into the cartridge there was no resistance and that the customer felt like they had pushed in air into reservoir. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 160 mg/dl.